Event description:
The rep reported an MRI confirmed the presence of an inflammatory mass; specific pt symptoms were not provided. The drug used in the pump was morphine. Additional event information has been requested from the physician.

Manufacturer narrative:
.